Event description:
On (B)(6) 2010, pt reported her infusion device was not working properly and blood glucose was elevated for 2-2.5 weeks. She switched to backup infusion device on morning of report. Pt tested blood glucose earlier in the week and it was 394 mg/dl. Pt felt tired. Blood glucose was 225 mg/dl on (B)(6) 2010. Pt bloused as a correction, and it took 1-2 hours for blood glucose to return to normal. Target blood glucose is 96-120 mg/dl. Infusion headset is changed every 2-3 days and infusion tubing and insulin cartridge every 7-10 days. Adapter was over 6 months old. Advised on manufacturer recommendations. There were no air bubbles or blood in the cartridge or tubing. There were no blockages or leaks of insulin in the system. No changes to diet, medication, health, or lifestyle were reported. Follow-up was completed on (B)(6) 2010. Pt reported blood glucose returned to normal after switching to backup infusion device. Infusion device was replaced and requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue.